Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy in the delivery room (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device passed downstream occlusion and upstream occlusion detection testing. The undetected upstream occlusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a.